Event description:
It was reported that the user experienced persistent hyperglycemia after a supply change, with blood glucose readings around 400 mg/dl, and later discovered the insulin cartridge was not fully secured in the ilet pump and contained air bubbles; troubleshooting indicated an infusion set/cartridge handling issue consistent with an incorrect procedure involving the pump¿s cartridge component. Symptoms included hyperglycemia with the user not feeling well. Outcomes included no long-term health consequences or impact, and glucose subsequently trended down to 79 mg/dl after completing a new supply change. Investigation included communication with the user and analysis of information provided by the user during troubleshooting and education. Investigation of this case revealed no intrinsic device problem, but a usage problem was identified, specifically improper cartridge insertion and locking technique affecting insulin delivery to the cartridge/pump interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.